Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated their controller is no longer working. Caller stated that for the last couple weeks it's been having issues and when they plug the recharger into it the screen goes blank. Caller added that they also got a message that said a software update was required. Caller noted that the controller will be completely charged but when they plug in the recharger the screen just goes off. Caller stated that charging the controller takes effort as well because it doesn't always work, and they have to keep retrying plugging in the ac power supply and moving things around. Caller noted that they looked online and saw that there was a recall for their device. Information was reviewed with patient. Agent had caller reset the controller and examine the components for damage. Caller noted no visible damage to the control ler connection pins. Agent asked caller if they had the recharger present; caller stated that it doesn't matter because the controller is the problem anyway. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller m entioned that they can't wait to turn the therapy back on. Pt called back stating they got a new controller and they put the controller battery into it. When the pt would connect the rtm to setup the device the screen would go black so they would have to reset the controller and start all over again. Pt noted that the rtm was getting hot. An email was sent to repair to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.